Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented to the hospital experiencing fatigue. An x-ray taken showed the lead had dislodged. Surgical intervention was performed and the physician attempted to reposition the lead, but with no success. The lead was then explanted and replaced without any further issue. No adverse patient effects were reported.